Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, including a documented value of 49 mg/dl lasting about 45 minutes, and reported that insulin doses of 6 units or more led to hypoglycemia; the user treated a low with apple juice, did not require medical intervention, and inquired about a factory reset while also requesting additional training. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake, user education, and scheduling of additional training. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia, with user-reported concern about insulin dose appropriateness. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.